Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up in clinic in backup vvi mode. After a software device download was performed successfully, the device resumed normal function.